Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media user reported that a 2008t, non-bi-bag machine caught fire from on top of the power supply. Smoke was also reported to have been coming out of the power supply and card cage. The user had put out the fire using a fire extinguisher, and then pulled the plug out of the wall. The user also confirmed that the plug was very hot. There was no patient involvement, harm or adverse event reported. This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.